Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -9.0 diopter into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2021 the lens was explanted due to glare/halos. The problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
Weight, ethnicity, race-unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).